Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number (B)(4). As this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2019-67396.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the calf, which is off label usage of the device, on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.